Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicated phenomenon "an abnormality occurs on the front panel lighting" occurred due to power supply unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, the front panel light-emitting diode was blinking due to a defective power supply; and there was a b30 error due to a defective main board. Additionally, there was an internal buffer error code e214 that was due to a defective interface board; and there was flickering in the image while shaking the camera head cable due to a defective receptacle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera elite video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the front panel light-emitting diode was blinking due to a defective power supply; and a b30 error code was coming up due to a defective main board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.